Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) touch screen not responding. Pump kept going back to arterial pressure trigger, this happened while the patient was waiting for surgery and when the patient was in theatre, the diathermy was not being used at the time. Tried putting the machine into semi auto and switched it to ECG trigger and it stayed in ECG trigger but when I switched it back to auto mode it reverted back to art trigger. It was later stated that there was no issue post bypass. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the malfunctioning of the display. Screen was not responsive and unable to get into touch screen calibration option. Biomed then reported that screen was working again, but requested to have screen replaced as it has been happening intermittently. Fse replaced touchscreen assy. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the touchscreen working intermittently. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the part would become unresponsive at certain times. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev as

Event description:
N/a

Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) touch screen not responding. Pump kept going back to arterial pressure trigger, this happened while the patient was waiting for surgery and when the patient was in theatre, the diathermy was not being used at the time. Tried putting the machine into semi auto and switched it to ECG trigger and it stayed in ECG trigger but when I switched it back to auto mode it reverted back to art trigger. It was later stated that there was no issue post by pass. There was no patient involved.